Manufacturer narrative:
.

Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read: (B)(6) device manufacturing date is unavailable. Return requested. Replacement small straight ratcheting handle shipped to site 01/26/2017. No parts have been received by manufacturer for analysis. Part not received by manufacturer.

Event description:
A medtronic representative received a report from a site that while in a spine procedure, the silver cap on their ratcheting handle detached. No further details regarding the damage, or how it occurred, were provided. A second ratcheting handle was brought in to use in continuing the procedure, and it was damaged in the same manner, as well. The site reported the procedure continued to completion with other instruments and with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.